Event description:
The customer reported that during a follow-up visit, this right ventricular lead and pacemaker displayed poor r wave measurements and undersensing which resulted in pacing on the t wave. Seven weeks later (2008), ths chronic lead was abandoned surgically (capped) due to oversensing. A new single chamber system was implanted. The lead was actively implanted for approximately 21 years, 5 months.

Manufacturer narrative:
The lead surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.